Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. Additionally, seven unopened sterile proglide devices, from the same lot number, were returned from the customer for evaluation. Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Manufacturer narrative:
(B)(4). The used device was not returned; however, 7 unused representative samples with the same part and lot number as the used device were returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of a right common femoral after a diagnostic procedure. Reportedly, the clip delivery tube never entered the tissue tract due to the thumb advancer failing to completely split the sheath. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.